Manufacturer narrative:
(B)(4).

Event description:
It was reported the dyonics ii controller was used in a procedure in which the handpiece functioned outside the joint but not inside the joint. The procedure was completed with a backup device. There was a reported 10 minute delay but no patient impact associated with this event.

Manufacturer narrative:
One dii control unit part number (B)(4) was received on (B)(6) 2016 and confirmed to be serial number (B)(4). Complaint of functional failure could not be reproduced. Product passed functional testing and 2 hour burn-in. No power loss or system errors occurred during functional testing and burn-in. All functions perform as expected. No problem found. A defective or shorted out hand piece could have caused functional failure stated in complaint. (B)(4).